Event description:
It was reported that the epidural catheter was inserted in a patient undergoing orthopedic surgery. During removal of the catheter, it separated and a portion of the catheter remained in the patient. A decision on whether to remove the indwelling catheter portion has not been reached. There were no reported patient complications.